Manufacturer narrative:
The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. Advised customer the latest version of the service manual. Diagnostic code 110b - the proximal pressure is not measured, and pressure-related alarms are compromised. Reviewed suggested repair for the 110b, and the fse states pin alignment is good. Advised to replace solenoids 3&4. Reviewed replacement and required testing per the service manual. The fse replaced the solenoids valves and data acquisition printed circuit board assembly (pcba) to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device is getting error code 110b check vent: proximal pressure sensor auto zero failed message. It was reported there was no patient involvement at the time the issue was discovered. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. Advised customer the latest version of the service manual. Diagnostic code 110b - the proximal pressure is not measured, and pressure-related alarms are compromised. Reviewed suggested repair for the 110b, and the fse states pin alignment is good. Advised to replace solenoids 3&4. Reviewed replacement and required testing per the service manual. The investigation is ongoing.